Manufacturer narrative:
The date of this submission is (B)(6) 2012. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2012-00368. The manufacturer report numbers for the first, third and the fourth product in this case are 2214133-2012-00367, 2214133-2012-00369 and 2214133-2012-00370 respectively. This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, total four toothbrushes broke while using them. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A lot number was not provided by the consumer and a returned product was not received. A review of the trending data by product family reach total care plus massage toothbrush for breaks/falls apart with use (non -serious product quality complaint) and potential malfunction revealed no adverse trends. There were no related manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint (oct -2010 to 01-oct 2012). Design/formula/packaging/labeling changes was reviewed for a two year review period prior to the alert date of the complaint (oct -2010 to 01-oct 2012). There had been a design change in 2011 to increase the stability of this product. Based upon the lack of a lot number and sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 2214133-2012-00368. The manufacturer report number for the first, third and the fourth product in these cases are 2214133-2012-00367, 2214133-2012-00369 and 2214133-2012-00370 respectively. This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, total four toothbrushes broke while using them. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.